Event description:
The pt called lifescan (lfs) and alleged that the date and time on their meter were incorrect due to power loss. The pt started that they were unable to test due to this issue and they went to the hospital due to this issue. They reported feeling dizzy, nauseous, and shaky. After testing the pt ate candy and drank something. At the hospital they gave them pills and insulin. The results obtained at the hospital were not provided. It is not known how long the pt was unable to test on their meter. Medical affairs attempted unsuccessfully to reach the pt by phone for more clinical information. A letter is being sent as a second attempt. This case is being reported as a malfunction. Although there is evidence of a meter malfunction, there is no indication of a serious injury (no blood glucose results were reported). A replacement meter has been sent to the pt.